Event description:
The recipient reportedly experienced device extrusion, swelling, and an infection at the implant site. The recipient was treated with needle aspiration. The recipient was prescribed antibiotics (type unknown) as a precaution. The recipient was hospitalized for two weeks. The recipient's device was explanted. The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). The recipient was reportedly prescribed ceftriaxone 2ml on (B)(6) 2016 for one week. The recipient was hospitalized from (B)(6) 2016. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.